Manufacturer narrative:
The issue was escalated for technical investigation and an mx40 (telemetry) product support engineer (pse), clinical product specialist, a clinical product specialist, and a patient information center ix -pic ix (central station) pse reviewed the available log data. The data shows that red ventricular tachycardia (vtachy) alarms were announced at the central cl41 at 07:44:09 and zen41 at 07:44:14. See log a. A vent fib/tachy was generated at 07:44:19. (Hr = 182) and this was acknowledged from cl41 approximately 18 seconds after it generated. Shortly after this, at 07:44:41, the mx40 went offline. This offline status stopped all red alarms at the central and an inop ¿no data from tele¿ was announced. The central station device performed as expected. The reported issue was not confirmed. Information was provided to the customer to resolve the issue. E1 reporting institution phone#: (B)(6). The mx40 device is investigated under MFR report number: (B)(6).

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that there was no recording of telemetry data for 15 minutes and the patient did not receive therapy during this time. Further information was obtained and it was determined that on (B)(6) 2024 at approximately 0700, the patient with an implanted defibrillator was being monitored. At 0744 monitoring stopped and the user indicated there was no alarm and the patient sector at the central station went black, displaying a 'no data tele' inop alarm. The patient required resuscitation.